Event description:
A customer reported a malfunction in their insulin pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level but was able to resume insulin delivery on the pump after resetting it. Technical support provided guidance on resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.